Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the product was being inserted into a patient when it was noticed that the "u piece" had broken off and was laying on the table.

Manufacturer narrative:
Received (1) used inlay ureteral stent with the original unit packaging. Per visual evaluation it was noted that the bladder end was broken. The broken section presented stress marks; like the stent was stressed beyond its tensile capabilities. The stent was received out of its individual sealed polybag. In order to reproduce the reported issue, the following functional tests were performed: take a guidewire of 0.038 in. As recommended per instructions for use ((B)(4)); submerged the guidewire and stent in water to activate their coating; slipped the guidewire through the stent. During testing, no difficulty was found when the guidewire was slipped through the stent. Per dimensional evaluation performed, in order to verify the stent dimensions, a small piece of the stent was cut and the readings obtained was compared with the specification ((B)(4)); see details below: stent length = 10.0973 in (specification is 10.24 in ± 0.200 in); outer diameter = 0.09182 in (specification is 0.091 in ± 0.002 in); inner diameter = 0.0535 in (specification is 0.052 in ± 0.002 in); eyelet diameter = 0.0434 in (specification is 0.042 ± 0.005). The stent dimensions were found within specification. The reported event is confirmed with a unknown cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instruction for use states the following precautions: ¿ improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period; exercise care. Tearing of the stent can be caused by sharp instruments; care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.